Manufacturer narrative:
The reported event of an error message was not confirmed. An error message was not observed at any time throughout testing. The reported event of no inductive telemetry was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. As received, the device was unable to communicate. However, communication function became functional during testing. The cause for no communication observed initially observed in the lab could not be determined or reproduced. The cause of the error message reported by the field could not be determined. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found low internal voltage within the hybrid. An internal hybrid anomaly was found to be the cause of the low internal voltage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented prior to a routine generator exchange. During interrogation, it was discovered the implantable cardioverter defibrillator exhibited an error message and failed to interrogate. The physician elected to complete the procedure with a different implantable cardioverter defibrillator. There were no patient consequences.